Event description:
A webform complaint was received in which it was reported receiving a ¿sensor ended" error message on the adc device and the customer was unable to obtain readings. As a result, the customer experienced a seizure and/or a loss of consciousness however, there was no third party medical treatment reported. No further information was provided and attempts to gather additional information was unsuccessful. The customer was contacted but refused to provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was returned and investigated. Sensor plug was properly seated and no physical damage is observed on sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Sensor found to be in state 3 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.